Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection with pus in the cardiac resynchronization therapy defibrillator (crt-d) pocket. The crt-d system remains in use and will be explanted in the further. No further patient complications have been reported as a result of this event.